Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention or returned products. Retention and returned products were tested with a qc cut-off hcg standard as well as a medium level hcg standard. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 252 miu/ml. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off of 20 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Because the specimen associated with the complaint was not returned for investigation, a root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) 2017. On (B)(6) 2017, the patent received a positive result using a home pregnancy test. On (B)(6) 2017, a urine sample was collected from the patient (specific gravity 1.005, ph 5, urobilinogen 1, all other analytes negative) and a consult hcg urine cassette produced a negative hcg result. The same day a serum beta quantitative test was performed and produced an hcg result of 252 miu/ml. Troubleshooting was performed with the customer and potential sources of error including procedural/technique and patient's hydration status were discussed.